Manufacturer narrative:
(B)(4). Final analysis of the device revealed gear corrosion. Residue and corrosion seen on motor housing. Corrosion and residue seen on the pinion, lower and upper shaft of gear 4 and 5. And also, residue seen on the pinion, teeth, lower and upper shaft or gear 3. Pump failed the 3 rev flow testing three different times with high flow test results. A fourth flow test on the (B)(6) 2011 was tried and it was noticed that the pump was stalled and confirmed by x-ray. Pump was at approximately 88 months duration when it was received for analysis. There was no eol (end of life) at that time.

Event description:
On (B)(6) 2009, the device was received with no explanation for explant. The drug infused per MFR records was morphine.